Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was not hearing with the device after a left-sided trauma in (B)(6) 2019. The user was re-implanted on the (B)(6) 2020.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device is affected. After a left-sided trauma in (B)(6) 2019 the user stopped hearing with the device.